Manufacturer narrative:
Customer data was reviewed. The data submitted by the customer indicates that the issue was not caused by an instrument issue, but a sample specific issue, which may have been somehow diluted. The data indicates that all first sample runs contained depressed wbc, rbc, hgb, and plt results; these are all dilution dependent results. The non-dilution dependent results remained the same, such as mcv. Based on the data provided, it is concluded that the reported event is specific to the subject sample due to a dilution issue. A review of historical data was performed and did not find any similar issues. The celldyn 3200 system operator's manual was reviewed and was found to contain adequate information regarding the issue. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4) no consequences or impact to patient, incorrect or inadequate test result. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the celldyn 3200sl analyzer generated an initial hemoglobin (hgb) result of 66.9 g/l and 69.9 g/l which was questioned. The sample was redrawn and results of 85 g/l and 85.7 g/l were generated. There was no adverse impact to patient management reported.